Manufacturer narrative:
There has been no product returned for evaluation. Therfore, no conclusion can be drawn.

Event description:
It was reported that the pt was implanted in 2004. Developed an infection right after surgery, but it has since cleared. Pt is now experiencing intestinal bleeding and chronic pain in abdomen.